Event description:
Pt reported hearing a popping sound behind head of the bed, smoke rising up from behind bed. With the smell of an electrical fire, the pt was immediately transported out of the room on the bed and on a portable monitor. While in the hallway waiting for transfer, sparks where seen coming from the bottom under head of the bed. Immediately transfered pt to new bed. Bed went to clinical engineering.